Event description:
Us surgical has recently purchased davis and geck's line of sutures "dermalon" and "dexon". Us surgical has begun shipping a suture labeled "monosoft" as an unannounced substitute for dermalon. "Monosoft" has been observed to produce significant inflammatory reactions in a number of pts. Pt has stopped using this material, because it is obviously of different formulation than "dermalon".